Event description:
It was reported that the right ventricular (rv) lead displayed high impedances and was possibly fractured. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range and that criteria for the right ventricular lead integrity alert (lia) were met. Oversensing due to non-physiologic signals/sic (sensing integrity counter) was observed. 18,409 of 19,593 ventricular sic occurred since (B)(6) 2013. A lia triggered on (B)(6) 2013, (B)(6) 2013 and (B)(6) 2013 due to meeting the conditions for non-sustained episodes (nst) and ventricular sic. Maximum ventricular pacing impedance rose from an approximate baseline of 425 ohms the week ending (B)(6) 2013 to > 4000 ohms the week ending (B)(6) 2013. The nst requirement for lia trigger was met on (B)(6) 2013.